Event description:
On (B)(6) 2009, the pt reported experiencing intermittent issues with the up and down buttons of his infusion device. He stated he noticed the issue "last fall" while attempting to bolus. He stated that he did not received enough confirmation vibrations from the infusion device after programming the bolus. He reviewed the bolus history and found that he did not received the intended bolus amount. He stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.